Event description:
Two procedural related events occurred in a patient with a fenestrated fontan who was undergoing transcatheter device closure of their fenestration. During the catheterization, air entered into the heart during sheath positioning resulting in an air embolus causing bradycardia, hypotension, and st segment changes, and an epidural hematoma at the level of l5-l1 exerting mass effect on the thecal sac, pushing it anteriorly and to the left of midline significantly compressing the nerve roots.